Event description:
Caller reported a malfunction on the pump while loading a new cartridge, identified as malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support with pump resetting, and after the reset, the malfunction did not recur. It was advised that the customer continue to use the pump and contact support if any issue arises again.